Manufacturer narrative:
Patient information: information unknown/not provided. Date of event: the exact date is unknown/not provided. The customer reported the symptoms were experienced for approximately 5 months. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. The symptoms persisted about 5 months. There was no vitrectomy, sutures, or incision enlargement required. The iol was replaced with a non j&j lens. The patient fully recovered. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: dec 9, 2022. Section h3: evaluated by manufacturer: yes . Additional information: device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be identified. A product quality deficiency could not be determined. Based on the return condition of the lens, no further product evaluation could be performed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.